Event description:
The customer alleged that she performed a control test and received a result of 221 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The customer declined troubleshooting. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.